Event description:
A cgm error 42 was reported by the caller. The error did not adversely impact the customer¿s blood glucose level. Technical support assisted the caller with a complete pump reset, guiding them through the process, which successfully resolved the issue, allowing the caller to start a new sensor session without further errors.